Event description:
The customer reported zipper damage to the side panel of the canopy. The zipper slider was missing. No pt injury was reported. Evaluation of the returned product found that the zipper slider was broken/cracked.

Manufacturer narrative:
Only the left side canopy window was returned for evaluation. Inspection found that the zipper slider was cracked. The complete canopy, including the right side window was not returned for evaluation. (B)(4).